Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient developed a gastrointestinal bleed (gib) with bloody stools. The doctor was unsure of the cause of the gib. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.